Manufacturer narrative:
Date received by MFR: date should be (B)(6) 2015, not (B)(6) 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. (B)(4). Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: january 15th, 2009, review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the instrument broke during the insertion phase of the implant prodisc l. There is fortunately no consequences for the patient. The surgery was prolonged less than 2 minutes, surgeons were able to fasten the instrument temporarily. A second implant port was present in case. No patient impact or consequences per operative. The surgeon took another device to perform the surgery. This report is 1 of 1 for (B)(4).